Event description:
The patient experienced dizziness and nausea when he sat in a hybrid car. The symptoms were lessened if he sat in the back seat. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.